Manufacturer narrative:
Per the contract manufacturer's evaluation, one regulator from the reported lot number was returned in good condition. The returned regulator was put through final inspection and testing. The regulator passed all release criteria. The unit was then disassembled and checked for any foreign material, but none was found. The customer reported event could not be replicated or confirmed. A review of the batch production record for the reported lot number was performed which confirmed that the product met specifications at the time of release. A review of the complaint records showed three other complaints against the reported lot number since release. The returned sample was found to meet specifications therefore, the root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an ophthalmic gas dispensing regulator would not dispense gas prior to the start of surgery. An alternate regulator was obtained in order to perform the procedure. There was no patient involvement with the unsatisfactory regulator thus, no impact to any patient.